Event description:
A healthcare facility in (B)(6) reported via our distributor that there was condensation in two rt235 infant dual-heated evaqua breathing circuits during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint devices were returned to the manufacturer. The complaint devices were visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no damages to the two returned complaint devices. A heater wire resistance test of the inspiratory and expiratory limb of both complaint breathing circuits were found to be within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with the two returned complaint breathing circuits. We are unable to confirm what may have caused the problem observed by the customer, it is, however, possible that setup and environmental conditions may contribute to the problem. There are a number of environmental and set-up conditions that can influence the occurrence of condensation. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors.